Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.

Event description:
New information received shows that the patient's atrial lead indication for implant was symptomatic bradycardia.